Event description:
It was reported by a customer in the USA that, an 840 ventilator stopped cycling and went inoperative. Although requested, the customer was unable to provide info regarding pt involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery unit (bdu). The eval and repair has not yet begun. Covidien ref. # (B)(4).